Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the tips on a locking holding sleeve for the matrix system have become frayed and partially broken off. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the returned instrument shows significant damage to the male threads on the distal tip. Half of the first two threads are broke off. The reported part 03.616.042 and part 03.616.043 are locking holding sleeves for the matrix pedicle screw system. These holding sleeves are the same design, one is a short version (03.616.042) and other one is a longer version (03.616.043). The matrix spine system includes 5 holding sleeves (03.632.001, 03.632.036, 03.632.085, 03.616.042, 03.616.043) for screw insertion with an appropriate driver. The applicable us matrix technique guides do not includes the instrument 03.616.042 and 03.616.043. The usage steps for these two locking holding sleeves significantly differ from the locking holding sleeves that are included in the us technique guides. Improper use of this holding sleeve can contribute to the confirmed condition in this complaint. Upon inspection of received part 03.616.042; it is confirmed that the returned instrument shows significant damage to the male threads on the distal tip. Half of the first two threads are broke off. The applicable associated drawings were. These drawings call out the appropriated dimensions, material, and finishing processes for a successful inner shaft. The pedicle screw implant and driver dictate the thread dimensions and inner shaft diameter of these instruments. In conclusion, the reported condition of broken distal tip was confirmed; proper use is critical to the success of the holding sleeve devices. The us matrix techniques guides do not include part numbers 03.616.042 or 03.616.043. Without instructions for these part numbers, these instruments are susceptible to failure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that (B)(4) manufactured the locking holding sleeve ¿ standard for matrix, for synthes p/n 03.616.042, and synthes lot # 6738069. The supplier¿s certificate of compliance (dated august 11, 2011) indicates the parts were manufactured to p/n 03.616.042, revision ¿b¿ and met the required specifications. The lot was inspected to the synthes, tabulated incoming final inspection sheet number ns050657, revision ¿a¿ (completed august 12, 2011). Ncr (B)(4) (written 8/12/11) was for damaged threads, undersized cannulation, and binding motion of the locking ring. 7 pieces of the 114 inspected were returned to the supplier and the ncr was closed august 15, 2011. P/n 03.616.042 is made from drawing, p/n 03.616.042, revision ¿b¿, released on march 28, 2011. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.